Event description:
The customer reported, the system is not displaying an image and technique drives to max. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ffb board and the camera. System operates as intended. (B) (4)